Event description:
It was reported that the wake button became detached from the pump and subsequently was intermittently unresponsive. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose was 100-250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.